Event description:
A customer reported experiencing repeated cartridge change errors with their pump and refused to provide further information or troubleshoot with customer technical support. There was no adverse impact to the customer's blood glucose level. Technical support attempted troubleshooting and found that the pump did not function correctly, despite efforts to fill and load a new cartridge. Due to the customer's frustration and repeated pump replacement requests, a replacement pump was issued to ensure customer satisfaction. The customer acknowledged instructions regarding the return of the problematic pump and was advised on how to program their settings into the replacement pump.